Event description:
It was reported that a solution administration set had air bubbles in the tubing. This occurred during infusion at 31ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed air in the line; however, no product non-conformities were observed. It should be noted, however, that it could not be determined that the tubing was for an access set as the photo did not show the entire device. A retained sample was also evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The retained set was connected to a viaflo bag and primed. The retained device was then connected to a pump and a functionality test was performed. No air bubbles were noted and test passed as results was within the acceptance criteria. Additionally, a functional test at 31ml/hr was performed on the retained set for a total of 100ml. No air bubbles were noted during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.